Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
The consultant reported that the quick connect for the ao reamer that comes as part of a set broke. The screw that held the collar on sheared off. Nothing fell out of the quick connect. The procedure was completed with no effect to the patient.